Event description:
On (B)(6) 2014 customer reported unexpected negative results when testing a patient sample with anti-d (monoclonal blend) series 4 and anti-d (monoclonal blend) series 5 on the galileo echo instrument.

Manufacturer narrative:
A service call was made on 02dec2014. The problem was resolved by reseating the customer's new probe. The system was tested and operated within specifications with no problems observed.